Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -5.0 diopter into the patient's right eye (od) on (B)(6) 2018. Intraoperatively, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).